Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified the malfunction. The cse replaced the graphical user interface (gui) printed circuit board (pcb), backlight inverter printed circuit boards (pcb), and upgraded the software to the current revision. The device passed all calibrations, short self-test, extended self-test (est) and performance verification test according to manufacturer specifications. (B)(4).

Event description:
A report received from the USA stated an 840 ventilator experienced constant alarms followed by a blank graphical user interface (gui). The ventilator was not being used on a patient at the time of the incident. The date of the event is unknown.